Manufacturer narrative:
Visual examination of the implants shows all of the threads (screw + setscrews) to be in good condition with no material displacement. Examination of the surfaces of the setscrew that would lock down on the rods to be smooth with no evidence of contact points. Fully tightened setscrew will displace material from the force (80 in/lbs) of locking onto the rod. Visual evidence indicates that the construct may not have been final tightened. There is no indication that the problem was device related. A definitive cause of the event cannot be determined at this time. Care must be taken to ensure that the construct fully tightened and assembled properly. Construct loosening is listed as a possible adverse outcome in the instructions-for-use (IFU) supplied with the device.

Event description:
Contact reported that the setscrews loosened after surgery. T9-s instrumentation was done with expedium and kpss system for kyphoscoliosis. A month after the surgery, it was found that the set screws in l4, l5 and s came free. On 14 june, another surgery was done to revise by using other setscrews and pedicle screws.